Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a depleted battery. The main batteries and battery harness were replaced to correct this condition. There have been similar reports to baxter regarding this issue. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem, of a damaged battery that was attributed to a depleted battery, was a result of user error.